Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Broken piece in body; remainder of device unknown.

Event description:
As reported: "the patient was performed ¿closed reduction of left femur with intramedullary nail fixation¿ under general anesthesia. Placed an intramedullary nail, during placed proximal femoral locking nail, the dill was fracture. The far end of drill has 0.5 cm broken piece. . And then, the intramedullary nail and dill cavity were to wash immediately, the broken piece was not found. After c arm x-ray machine perspective, the broken piece was found in the far end of medullary cavity. [...] [Surgeon] confirmed that the broken piece couldn¿t take out from medullary cavity, and the broken piece will not affect patient prognosis. The surgeon has talked with family of patient. The surgeon told that the broken piece can take out trough opening surgery ,but, that will make very big injury to patient. Finally, the family of patient give up to take out broken piece. The broken piece hold in patient body."